Event description:
It was reported that a user of the ilet bionic pancreas forgot to announce a meal and contacted support approximately 45 minutes after eating; the agent advised the user to allow the system to correct any postprandial hyperglycemia rather than announcing the meal late. Symptoms included hyperglycemia reaching 300 mg/dl. Outcomes included no alerts, alarms, or need for medical intervention. Investigation included troubleshooting and user education performed by customer support. Investigation of this case revealed normal device behavior with appropriate corrective insulin delivery expected. It was concluded that the device functioned as designed and that user guidance was provided regarding missed meal announcements. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.